Event description:
An optometrist reported a patient with transient light sensitivity syndrome (tlss) four months following lasik treatment. The patient was prescribed topical steroid drops. The patient reported his left eye was sore and very light sensitive for approximately one month. In a follow up with the optometrist, she indicated the patient was seen on (B)(6) 2014 and the symptoms had resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).